Manufacturer narrative:
The customer found leakage from a loose knob on the analyzer's blood sampling valve (bsv), which segments the blood samples. The customer tightened the bsv knob, resolving the leak. (B)(4).

Event description:
The customer reported approximately 200 ml of uncontained clenz reagent leaked from a coulter hmx hematology analyzer with autoloader during a shutdown cycle. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.